Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out of range right ventricular (rv) lead pacing impedances. A lead fracture was suspected but not confirmed. Surgical intervention was performed and the competitive rv lead was surgically abandoned. No adverse patient effects were reported. Device remains in service.